Event description:
Complainant alleged that the clinicians were attempting to treat a patient (age and gender unknown), but the device (on battery power) would power down after the clinicians turned the main switch to any defibrillator energy setting and let it remain in that setting. The device also intermittently powered down a few minutes after being put in monitor mode. The clinicians were able to obtain another device to treat the patient. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.